Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection and functional leak testing were performed and revealed a tear in the extension tube near the poliflix. The reported condition was verified. The cause of the reported condition is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of occurrence: 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked during priming. There was no patient involvement. No additional information is available.